Event description:
It was reported that an x-ray confirmed this right ventricular (rv) lead was fractured. An alert was transmitted for rv lead impedance measurements greater than 3000 ohms and the rv thresholds increased to 3.5v. Previously the configuration for the rv lead was changed to unipolar pacing and bipolar sensing due to patient being 100% ventricular paced. Surgical intervention was performed to cap the lead and new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.